Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that on (B)(6) at 1731 the nurse mis- programmed a titrated norepinephrine( 3.7-36.96ml/8mg / 250ml ns) ( 0.032mg/ml) infusion at a rate of 0.95 mcg/kg/min instead of 0.09 mcg/kg/min. The customer stated; ¿the epic reports are showing that the infusion was done through interop, but the nurse also reported there was no guardrails warning. We have a soft max at our standard max dose of 0.3 mcg/kg/min. When I ran the initial report, the only activity I had with norepinephrine specific to that patient was at 1821 where it was infusing correctly. I searched by both drug name as well as using the brain serial number (B)(4) and cannot find any other activity showing me where this infusion was started at 1444." There was no report of patient impact at this time. Although requested there was no additional event details provided at this time.

Manufacturer narrative:
Additional information provided: a.2, a.4, d.4, d.10 & h.4 the report of a norepinephrine over infusion was confirmed during a review of the logs, identified as a programming during the investigation. The report indicating the system did not display a guardrails warning was also confirmed. Testing identified the programmed dose values were within the range where a guardrails warning would not be generated. ¿results from a review of the pcu event log identified the reported infusion of norepinephrine initially programmed on 03 december 2019 at 11:41:08 am at a rate of 3.54ml/h with a vtbi of 200ml. At the time of incident 5:31:38 pm, the dose was changed to 0.95 mcg/kg/min which updated the rate to 117.028ml/h. Twenty seven minutes later at 6:01:02 pm, the dose was changed to 0.9 mcg/kg/min which updated the rate to 110.869ml/h. As a result of the increase in the infusion rate, an over infusion of norepinephrine occurred. Functional testing performed was within specification. The data set was viewed in guardrails editor and the norepinephrine min (0.001 mcg/kg/min) and max (3 mcg/kg/min) dosage settings were below and above what was entered by the user (0.95 mcg/kg/min and 0.9 mcg/kg/min) resulting in no guardrails warning as intended. Rate accuracy testing performed found the device delivering fluid within specification. The root cause of the report of an over infusion of norepinephrine was the result of user programming.

Event description:
It was reported that the nurse misprogrammed a primary norepinephrine (levophed) 8mg/250ml ns drip to be 0.95 mcg/kg/min instead of 0.09 mcg/kg/min. The ikp reports indicated that the infusion was programmed through epic interop, and that there was no guardrails warning. There was a soft max at the standard max dose of 0.3 mcg/kg/min, and the nurse should have received a warning that would have prompted the key stroke error. The initial report showed that the only activity with norepinephrine specific to that patient was at 1821, and it was infusing correctly. A search by both drug name as well as using the pcu serial number indicated there was no other activity that indicated this infusion was started at 1444. The customer provided no information that there was any delay or change in the course of treatment due to the event, and stated there was no adverse patient impact from the event.